Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleges when breathing in, the device does not give him enough air. The patient alleged this has been going on for 5 weeks and he woke up because he could not breathe. The patient also alleges the device is noisy. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and did not find any evidence of foam degradation or particles. The customer's complaint could not be confirmed. The device was scrapped.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.